Manufacturer narrative:
Tracking #.50869. D5,6; h4: info not available. Based upon inquiry info rec'd and visual examination, the reported event was confirmed. The instrument was rec'd with a broken sleeve. No conclusion could be reached as to how this occurred.